Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon positioning in the annulus the valve was released at 2mm in the left ventricular outflow tract (lvot). The valve dislodged to -3mm on the non-coronary cusp (ncc). Moderate paravalvular leak (pvl) was noted on aortography. A post balloon aortic valvuloplasty (bav) was performed and the pvl was unchanged. A second transcatheter bioprosthetic valve was implanted 6mm below the first valve. A post bav was performed improving the pvl to mild. No adverse patient effects were reported.